Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged the universal drill guide (udg) was 2mm inaccurate. The site was using the spine clamp for the reference frame and the o-arm imaging system for registration. No trouble-shooting was done at this time as the surgeon opted to discontinue the use of navigation and completed the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4). On (B)(6) 2014, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported the behavior could not be replicated. On (B)(6) 2014, another medtronic representative performed a navigation system check-out, hardware and software areas passed. Performed a 3d verification on both sides and tracker values were within specifications, however, the left side verification values were inside an acceptable margin of error. Re-calibrated the left side (only) and performed another 3d verification which yielded a much tighter overall average. Issue resolved. No further issues have been reported. Part not returned to manufacturer.